Event description:
The patient underwent multiple spiration valve placement in the right upper lobe under general anesthesia. One 6mm valve was placed in rb1b, one 6mm valve was placed in rb1a, another 7mm valve was placed in rb2 and lastly, one 9 mm valve was placed in rb3. Post procedure the patient was monitored in a hospital bed and had a chest x-ray performed. On (B)(6) 2024. The patient required hospitalization and chest tube placement due to a right tension pneumothorax. The following day, the chest tube was removed without complication. Two days later, a follow up chest ray was performed and indicated no pneumothorax. The event was related to the devices but not the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The following patient identifiers are linked: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.